Event description:
The account alleged the head of the bed will run up as soon as it is plugged in. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.